Event description:
It was reported that a needle stick occurred during recapping a clean needle. The nurse attempted to recap the syringe which contained aloxi and when she pushed the cap onto the syringe, the needle penetrated the cap resulting in a needle stick.